Event description:
The physician used the bovie pencil and then set it down on the pt's abdomen. The physician leaned on the pencil and burned pt's abdomen. The injury to the pt was repaired with suture and dermabond.

Manufacturer narrative:
The device instructions for use states the following: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.